Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the suction channel buckled, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the objective gluing missing, the root brace rubber cut, the remote control buttons cut, the bending rubber worn out, the u/d pulley wire worn out, the r/l pulley wire worn out, the light guide cable worn out, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.